Event description:
It was reported that patient fell off his bed and impacted his chest (device area) onto a wireless phone receiver. Patient believes the phone receiver interacted with the vns, causing a burn on his chest and left arm area. The physician states the burns could be external damage from fall itself but that the areas are truly 2nd degree burns with blistering and patient has had to have plastic surgery as a result. Physician reports diagnostics are within normal limits. Patient was also experiencing pain in the burn area and hand contractions that the physician believes is not related to vns stimulation. The physician stated that opiates may be involved and is not confident on the event¿s relationship to vns. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code: e2311.